Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. An autopsy will be performed. The cause of death was unk at the time of the event. The manufacturer received additional information via their device tracking system indicating that the cause of death was multi system organ failure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.